Event description:
It was reported that pump experienced malfunction alarm with code displayed and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance, confirmed malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction alarm appeared again, which customer acknowledged and understood.